Event description:
A system error 2240 message apeared on the display of the home pt's homechoice machine during dwell 3/4 of the automated peritoneal dialysis therapy. Reportedly, the home pt disconnected the transfer set from the pt line of the homechoice set during dwell 3/4. The home pt then reconnected self to the setup and received the alarm. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was discontinued for the evening. No pt injury or medical intervention was associated with this incident per the home pt.